Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump cannot turn back on after the reservoir leaked insulin. The patient's blood glucose is normal and did not require medical treatment. No further details were given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored with multiple basal rates and the pump functioned properly. No blank display or display anomaly was noted. No moisture damage inside the reservoir tube or damage inside the pump was noted. The pump functioned properly during the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all the operating current test were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.